Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue damage, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported failure to adhere or bond (leaflet capture) appears to be related to patient morphology/pathology and procedural conditions. The tissue damage appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Imaging was difficult, it was difficult to get a good xplane in imaging. The first clip was implanted without issue. To further reduce mr a second clip was advanced to the mitral valve. Grasping the leaflets was difficult, due to poor echo imaging. Leaflet injury is suspected due to the grasping attempts made with the second clip. The clip was not implanted and was removed. There was a three-hour delay time. Mr remains at a grade of 3. No additional information was provided.